Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the buttons on the customer's insulin pump were intermittently responsive. Her blood glucose level was not known. It was advised that the patient discontinue use of the pump and revert to a back-up plan. It was also stated that the patient was having unexplained high blood glucose at night and that insulin didn't delivery after a button was pressed to do so. It was further explained that the customer's blood glucose shot up without food overnight twice. It was stated that her blood glucose would be 120 mg/dl when she went to bed and only have a sugar free popsicle with four carbohydrates and then her blood glucose would shoot up to 400 mg/dl three hours later. The patient was not sick and did not have an infection. Nothing further was reported.

Manufacturer narrative:
All of the buttons functioned properly. However, moisture damage was found on the keypad traces. The insulin pump functioned properly during the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.